Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product ID: neu_unknown_ext. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient woke up after her ins battery replacement surgery on (B)(6) 2018 and she was shaking. The healthcare professionals discovered there was an issue with the leads that they had to fix. Additional information was received from the consumer on (B)(6) 2020. It was reported that an additional surgery of replacing the wires was done. The leads were broken during battery replacement. They indicated it was their left hand shaking when they woke up from the battery replacement. Steps taken to resolve the issue included x-ray of the head, neck and chest. The wire was broken behind the ear. Battery was discharged. The shaking and the issues with the lead was resolved.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating she was still shaking and she was going to discuss getting a rechargeable ins with her hcp in the future.